Event description:
The distributor reported on behalf of their customer that the catheter was inserted into a pt after zero balancing. The icp value displayed on the monitor after insertion was a negative value. It was further reported that the pt did not sustain any injury.

Manufacturer narrative:
An investigation has been initiated based on the reported info.